Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked along the left side of the bumper pad, extending from the threads to the case seal. There was no evidence of moisture found inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (case damage w/moisture) issue with the pump. It was reported that the battery compartment was cracked. It was noted that there was moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.